Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported difficulty was use related. Based on the reported information, the separation of the delivery catheter was due to inadvertent mishandling during preparation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that during preparation of an emboshield nav6, the catheter was pulled too hard and separated in two pieces. The device was not used and there was no patient involvement. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.